Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had issues with the infusion sets. When he filled the reservoir with insulin, it appeared dingy. The customer experienced high and low blood glucose levels. Customer's blood glucose level dropped to around 40 mg/dl. The high pressure test passed. Customer's blood glucose level went up to 250 mg/dl. He took the insulin pump off and was treating with the insulin pen. The customer was feeling hot. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.